Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that an asymptomatic patient presented remotely to the clinic via (B)(6) review of the transmission revealed the implantable cardioverter defibrillator was post paced t-wave oversensing on the ventricular channel. The patient did not receive any inappropriate therapy during the oversensing. Programming changes were recommended but were not performed at this time. No patient symptoms were reported.

Event description:
New information received notes the implantable cardioverter defibrillator was post paced t-wave oversensing on the ventricular channel on 19 jan 2022. Programming changes were made to the device. There were no adverse consequences to the patient.